Event description:
It was reported the multifocal intraocular lens was removed and replaced without complication, due to the patient's anisometropia.

Manufacturer narrative:
Iol was received and diopter measured correct as labeled. While we were unable to determine the cause of this adverse event, our investigation reasonably suggests, it is not manufacturing related.

Event description:
The customerreported to the service depot on (B) (6) 2009 that a colleague volumetric infusion pump began to make a constant beep and was found not to be infusing. The reported condition occurred during patient therapy. According to the hospital representative, there was no adverse event, patient injury or medical intervention has been reported related to this device. The software version for this device is currently unknown.there is no additional information available.

Manufacturer narrative:
The intraocular lens was not received for analysis. The lens met all manufacturing specifications prior to release, no additional reports for lenses manufactured in this lot were received. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. Item not received for analysis